Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "bilateral cemented and cementless total hip arthroplasty" written by young hoo kim, md published by the journal of arthroplasty vol. 17 no. 4 2002 was reviewed. The article's purpose was to report on incidence of loosening rate of components, incidence and causes of thigh pain, difference in wear rate between the size of head and material type of femoral head and incidence and contributing factors to osteolysis in cemented vs cementless total hip arthroplasties. Data was compiled from 140 total primary thas in 70 patients who received simultaneous bilateral thas with cemented femoral components in one hip and cementless femoral components in the other hip. Implantations performed january 1992 and november 1994. All patients received depuy implants. Cement manufacturer is not identified. Depuy cemented products: duraloc (press fit with screw at times), poly liners, elite plus stems, zirconium femoral head adverse events with cemented group: osteolysis radiographically detected (no interventions provided) infection (treated by revision) dislocation (treated with closed reduction) deep vein thrombi (no interventions provided) heterotopic ossification (no impact to function) depuy cementless products: duraloc (press fit with screw at times), poly liners, profile stems, cocr femoral head. Adverse events with cementless group: osteolysis radiographically detected (no interventions provided) recurrent dislocations (treated by revision - no details provided) deep vein thrombi (no interventions provided) femur fracture (post op treated by open reduction and internal fixation) intraoperative femoral fractures (treated with cerclage wire) figure 1 provides a (B)(6) man who sustained an intraoperative femoral fracture (treated by cerclage wire).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.